Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leaked. Additional testing supports that the misplacement of a battery can cause leakage.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report the ac adapter she uses to power on the purely yours ultra breast pump did not work so she placed 6aa batteries into the battery compartment so pump would power on. As the customer was troubleshooting with the ameda customer service rep, she removed the battery compartment cover and found black fluid leaking into the compartment from the batteries. Customer did not come in contact with the black fluid, so no injury or burn occurred..